Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was implanted utilizing a 14f torqvue delivery system without issue. Sizing was performed via computed tomography (CT), transesophageal echocardiography (tee) , and angiography at the 45 day follow-up appointment, a 5mm peri device leak was observed on tee and CT imaging. Patient was started on eliquis for treatment. Patient is being monitored by physician on outpatient basis.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was implanted utilzing a 14f torqvue delivery system without issue. Sizing was performed via computed tomography (CT), transesophageal echocardiography (tee) , and angiography at the 45 day follow-up appointment, a 5mm peri device leak (pdl) was observed on tee and CT imaging. Patient was started on eliquis for treatment. Patient is being monitored by physician on outpatient basis.

Manufacturer narrative:
An event of peri device leak at a 45 day follow-up appointment was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging from the field suggest the leak observed may be more indicative of an intra-device leak (through the device) at the level of the disc vs. A peri-device leak (around the device). Intra-device leaks do not carry the same clinical significance as a peri-device leak. Tee imaging would be needed to confirm if there is leak around both the disc and the lobe. Based on the information received, the root cause of the reported event could not be conclusively determined. However, it is important to note cts performed at 45 days will often show contrast getting through the device since the device takes closer to 90 days to fully endothelialize.